Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore definitive cause of event could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with metastatic bone tumors and compression fracture with levels implanted t12. Intra-op, the cement leaked into the vein of outside the treated t12 vertebral body. No patient complications were reported.